Event description:
The account alleged the bed will go into brake position but the brakes will not hold if lateral pressure is applied to the bed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.